Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that protector solus p120j had foreign matter in the infusion bag. This was discovered during use. The following information was provided by the initial reporter: this is a report about a coreing-like incident. After preparation, fm was found in the infusion bag. The drug used is alimta.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-09-14. Investigation summary: one photo sample, one protector attached to a vial along with one syringe connected to a injector, and one infusion bag connected to the infusion spike were returned to our quality team for investigation. The product was visually inspected, no defects or damage observed on the membranes of the protector, injector, or infusion bag. The protectors were fit securely to the vial and the needle on the protector penetrated the vial stopper properly. During our evaluation, particles were observed inside the infusion bag. Characterization testing was performed and found the particles were consistent with material from the rubber stopper of the vial and infusion bag. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components after ten activations. As a lot number was unavailable for this incident, a device history record review could not be completed. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. It is possible in this incident the rubbing of the injector cannula with the rubber stoppers could cause detachment of particles. Given there are several factors that may contribute to coring, we are not able to identify a definitive root cause at this time.

Event description:
It was reported that protector solus p120j had foreign matter in the infusion bag. This was discovered during use. The following information was provided by the initial reporter: this is a report about a coreing-like incident. After preparation, fm was found in the infusion bag. The drug used is alimta.